Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number: k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number: 701069073.

Event description:
The event occurred in germany. It was reported that during priming procedure on (B)(6) 2026. The hls set was leaking. The leakage was located at the post-oxy-outflow (connection between the connector and the tube). The affected hls set was not used for patient treatment; another hls set was used for the planned patient treatment. The getinge sales and service unit confirmed that there was no delay in treatment. No harm to any person has been reported. A leakage during/ after priming can lead to a delay in treatment and can also occur during treatment, therefore a report is required. Complaint ID#: (B)(4).